Manufacturer narrative:
Sanofi company comment dated (B)(6) 2026. This case involves unknown age female patient who had two autoimmune diseases after being treated with hylan g-f 20, sodium hyaluronate. Based on the available information, causal role of company suspect device could not be excluded. However, a better description including chronology, as well as information on personal and family history of autoimmune diseases if any, information on underlying indication, specific relevant lab details, concurrent conditions, past treatments and concomitant medications is currently missing. The case will be reassessed based on follow-up information that will be received.

Event description:
Had two autoimmune diseases [autoimmune disorder nos]. Case narrative: initial information received on 06-feb-2026 regarding an unsolicited valid serious case received from the patient. This case involves an unknown age female patient who had two autoimmune diseases after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), concomitant medications, vaccination(s) and family history were not provided. On an unknown date, the patient started using synvisc (hylan g-f 20, sodium hyaluronate) injection (16 mg/2ml) (with unknown dose, route and frequency) for no cartilage bone on bone. Patient reported she had took synvisc before, but insurance would not cover it anymore and it was mentioned that they had two autoimmune diseases (autoimmune disorder; with unknown onset, latency, batch number and expiry date) before starting synvisc again. Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: unknown for the event (therapy was ongoing at the time of report). Corrective treatment: not reported for the event. Outcome: unknown for the event. Seriousness criteria: medically significant for event. Based on data previously received, the following information [the case was upgraded from non-case to valid case] has been amended.